Manufacturer narrative:
(B)(4). Date sent to FDA: 05/04/2020. Additional h6 patient codes: 1928. Additional b5 narrative: it was reported that the patient underwent a sling procedure on (B)(6) 2005 and the mesh was implanted. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? - age - 66, 67.5kg, no bmi documented. Date and initial approach for the index surgical procedure? - (B)(6) 2005, vaginal approach. Other relevant patient history/concomitant medications/concurrent procedures? - hypertension, total abdominal hysterectomy and bilateral salpingoophorectomy 2000, no concomitant procedure with mesh. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no. Were there any intra-operative complications? - no. Onset of recurrent utis and hematuria from the initial surgery? - rec utis (B)(6) 2019, no haematuria. How were utis treated? Results? - ciprofloxacin from (B)(6) 2019, msus - no growth when was the urethral mesh erosion first noted by a physician? - (B)(6) 2019 at cystoscopy - erosion into urethra. Findings of mesh removal from urethra? - erosion of mesh in posterior urethral wall, at level of mid-urethra what is physician¿s opinion as to the etiology of or contributing factors to these events? - no specific risk factor other than being postmenopausal what is the patient's current status after removal surgery? - complaining of urinary incontinence on movement and coughing. Urodynamics pre-removal surgery showed severe urodynamic stress incontinence.

Manufacturer narrative:
(B)(4). Lot was unavailable for review therefore an assessment memo was attached for product. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach for the index surgical procedure? Other relevant patient history/concomitant medications/concurrent procedures? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any intra-operative complications? Onset of recurrent utis and hematuria from the initial surgery? How were utis treated? Results? When was the urethral mesh erosion first noted by a physician? Findings of mesh removal from urethra? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status after removal surgery?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced mesh tape erosion into urethra, recurrent utis and hematuria. The mesh was removed from urethra on (B)(6) 2020.